Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 95% stenosed target lesion located in the calcified and moderately tortuous anterior tibial artery. A 2.0x22mm coyote balloon catheter was advanced across the lesion, however the balloon ruptured at 12atms. Then a 2.0x22mm non-bsc balloon catheter was advanced for treatment, but it also ruptured. Next a nc non-bsc balloon catheter was used to pre-dilate the lesion and then a 2.5x22mm coyote balloon catheter was used to complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).